Event description:
It was reported that this pacemaker exhibited loss of right atrial pacing. The patients brady pacing rate was not as expected. The device entered end of life (eol). No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of right atrial pacing. The patients brady pacing rate was not as expected. The device entered end of life (eol). This device remains in service. No adverse patient effects were reported. The device was explanted and replaced due to normal battery depletion (nbd).